Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (288- 300 mg/dl range). Reportedly, the customer is new to using the pump, and customer's health care professional is working with the customer on adjusting the pump settings. Tandem technical support guided the customer though adjusting the pump settings. Customer delivered a bolus to address elevated bg levels.